Manufacturer narrative:
Pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.08730) inches. No under delivery anomalies noted during testing. Low reservoir alarm was set to 20 units and it alarmed at 9 units and functioned properly. No unexpected alarms/alert/anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 74 units of normal bolus was delivered on oct 12, 2023 between 00:04:52.000 and 23:56:58.000. Confirmed pump alarmed insulin flow blocked alarm on 10/12/2023: 12:16:52.000 bolus, 12:26:00.000 basal, 12:29:20.000 bolus, 12:31:49.000 bolus and 12:33:28.000 bolus; in pump downloaded history. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Pump was cut to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. Pump passed functional testing and no under delivery anomalies noted during testing. Insulin flow block/no delivery/occlusion alarm during therapy was not confirmed. Low reservoir anomaly was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had insulin flow blocked. Customer was at lunch the other day and pump said they had no insulin but they had insulin in reservoir. Customer tried to take a bolus through the pump for lunch about 6 times and each time, customer tried to take the bolus but pump said the insulin flow block and only gave a partial bolus. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the event was resolved by giving the pump a good wack. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.